Event description:
In late 2008, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter was prompting an "er2, er4, and er5" message. Per the onetouch ultra owner's booklet an "ER 2" could be caused either by a used test strip or a problem with the meter. An "ER 4" may indicate a problem with the test strip, a problem with the meter, or a high glucose when tested in an environment near the low end of the system's operating temperature range. An "ER 5" message appears if the meter has detected a problem with the test strip. The medical affairs specialist (mas) spoke with the patient on december 22, 2008 and obtained the following information. The patient reported that all three error messages began to appear on the afternoon of two days prior. Prior to when the alleged messages began to appear, the patient confirmed she last obtained a blood glucose reading in the low "100 mg/dl" range with the subject meter at approximately 8 am that morning. As a result of the error messages, the patient reported that she was unable to obtain a blood glucose reading the rest of the day, and as a result took 4 units of novolin insulin (generally taken on a sliding scale) that afternoon and took an additional 4 units of novolin at bedtime (time unknown) in addition to her set amount of lantus insulin (20 units). At approximately 2:00 am the next day, the patient reported that she woke up feeling sweaty, clammy, lightheaded, and sick to her stomach. The patient claimed she called her son and when he arrived he treated her with orange juice. The patient reported feeling better after drinking the juice. The patient mentioned that her symptoms might have been as a result of guessing how much novolin insulin to take that evening since she was unable to obtain a blood glucose reading. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issues, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issues began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.